Event description:
It was reported that there was high impedance and short interval counts (sic) on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, lead warning alert, and oversensing due to non-physiologic signals/sic (sensing integrity counter). 14733 ventricular-sic occur since (B)(4) 2013. 47 non-sustained tachycardia (nst) and 5 ventricular fibrillation (vf) episodes of less than 220 ms ventricular to ventricular cycles are recorded between (B)(4) 2013. Max ventricular pace impedance rises from an approximately baseline of 700 ohm to greater than 16000 ohm the week ending (B)(4) 2013. Rv pace lead impedance alert occurred on (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.